Event description:
A caller reported a cartridge alarm 31. There was no adverse impact on the customer's blood glucose level. Customer received assistance from technical support in loading a new cartridge using proper techniques, successfully resumed insulin therapy, and replacement supplies were sent to ensure satisfaction.